Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the garments were too big and were rubbing on her skin where she had scars from an unrelated surgery. Patient reported that there were blisters but they have since healed. There was no alleged device malfunction contributing to the irritation. Patient's physician approved the removal of the device for a period of time. Patient was issued smaller garments per patient's request. Follow up indicated that the skin is completely healed.